Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an allergic skin reaction on day 7 of wear of the adc freestyle libre sensor. The customer described skin irritation at the sensor site and was prescribed the corticosteroid, betamethasone val. 0.05%, for treatment by an hcp. There was no report of death or permanent injury associated with this event.